Event description:
A baxter service technician reported an infusion pump with an overinfusion found during service. Pump head module 1 was tested per procedure. At a rate of 125ml/hr of 125ml/hr with 125ml to be infused the pump delivered +22.16%. No incident reports have been filed on this pump since the last baxter service event.